Event description:
It was reported that the patients implantable pulse generator (ipg) would no longer hold a charge. System interrogation revealed spinal cord stimulation (scs) leads had high impedances. The patient underwent a full system replacement procedure and was doing well postoperatively. The explanted device components were discarded.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2352-70, serial number: (B)(6), batch/lot number: 14069578, model/catalog description: linear 3-4 lead 70 cm, unique identifier: (B)(4). Model number/catalog number: sc-2352-70, serial number: (B)(6), batch/lot number :14069578, model/catalog description: linear 3-4 lead 70 cm, unique identifier (UDI): (B)(4). Model number/catalog number: sc-3138-35, serial number: (B)(6), batch/lot number:1 5847280, model/catalog description: lead extension kit 35cm, unique identifier (UDI): (B)(4). Model number/catalog number: sc-3138-35, serial number: (B)(6), batch/lot number:15847280, model/catalog description: lead extension kit 35cm, unique identifier (UDI): (B)(4). Model number/catalog number: sc-4316, serial number: na, batch/lot number: 14304844, model/catalog description: clik anchor, unique identifier (UDI): (B)(4).